Event description:
Stapler would not connect to robotic arm. Stapler shaft was rotated in both directions, stapler reinserted and code read, "instrument engagement failed. Removed and reinstalled." Stapler failed again. After rotating shaft, removing and reconnecting stapler and removing / reconnecting drape, it worked for one fire then listed error codes.